Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that the pump touch screen was delayed in responding to touch and at times unresponsive. It was also reported that the customer was unable to charge the pump consistently when plugged in. There was no reported adverse impact to the customer¿s blood glucose. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.